Manufacturer narrative:
The product was returned for evaluation. Customer report of "the bottom of the sheath was broken off during use with a cco catheter in ICU" was confirmed. We received one introflex 8.5f, a contamination shield and catheter. As received the introducer and contamination shield were seated to the catheter (proximal end of contamination shield was 108cm and distal end of sheath was 37cm). The catheter tip was cut at the 4cm area from the tip as received. This condition was confirmed that catheter tip was cut at the outside of the patient body. Central area of the sheath soft hub was broken off. Visual examinations were performed under microscope at 10x magnification. Cross surfaces of the broken section does not appear to have been cut. The broken site is not clean and smooth but appeared to have slightly jagged edges. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
The report stated that "the bottom of the sheath was broken off during use with a cco catheter in ICU". The customer commented that the patient tended to bend his/her neck and some force was applied to the insertion site of introducer. They returned the device for evaluation just in case, although "they did not think that this event was device related". No patient injury was reported.